Manufacturer narrative:
H3: product analysis of 106f-071-95, lotno: unknown found the rist catheter returned in two segments. The rist catheter proximal segment total length was measured to be ~24.2cm. The rist distal segment total length was measured to be ~90.0cm. Upon visual examination, no issues were found with the rist hub. For the proximal segment the catheter body was kinked at ~11.8cm and separated at ~24.0cm from hub. For distal segment the catheter body was found to be separated and flattened at ~90.0cm and separated but retained by elliptical wire at ~43.4cm from distal tip. Upon visual examination, distal tip was found to be damaged at marker band. No other anomalies were observed. Based on the device analysis and reported information, the customer¿s report of ¿catheter stretched/flattened¿ was confirmed. The broken end of the catheter exhibited with plastic deformation (stretching and jagged edges) which indicate that the catheter separated when exceeding the tensile strength of the tubing material. In this event, user error likely contributed to the event as it was reported the rist catheter when removed was found to be stretched. However, the root cause for damage could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that during the procedure with rist 6f, the physician went to pull back the catheter to select another vessel and the distal portion of the rist catheter stretched. The stretch occurred 5 inches from the proximal hub which was outside the body. The physician used an exchange wire and exchanged the rist 6f 95cm for a 6f turumo slenderglide sheath and another 6f 95cm catheter and completed the procedure. It was noted that no short sheath was used with the rist 6f initially. No patient symptoms or further complications were reported as a result of this event. Additional information received that the lesion was in the left external ica. Vessel tortuosity was moderate. Vessel measurements were taken or a roadmap was performed. Resistance was felt during removal. The proximal portion of the catheter stretched. There was no issue encountered with vessel selection, an angiogram was performed to find the fistula.